Event description:
It was reported that the patient was experiencing shortness of breath. It was determined the device battery had reached the recommended replacement time. The device was removed and a new device was implanted. The explanted device was returned to the manufacturer, analyzed, and tested out of specification. It was also reported the atrial lead was not capturing. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).